Manufacturer narrative:
The product was returned to pentax medical for repair.our technician checked the returned unit and confirmed that the air tube clogged.based on the result, we concluded that it was caused due to the inadequate/insufficient reprocessing at the facility on the air tube.in addition, our technician confirmed that the lcb distal cover glass fluid damage, the insertion flexible tube coating damage, the light guide cable coating damage, the us connector cable (long) coating damage, the ultrasound connector body broken, the suction channel buckled, the water tube clogged, the lg prong corroded, the lg prong top corroded, the remote control buttons cut, the root brace rubber (lg connector) cut, the root brace rubber us connector cut, and the segment steel braid rupture; however, these defects are not the main cause, and/or irrelevant to the alleged complaint.this defect occurred not during procedure.based on the technical report ""hr-rpt-0630(air/water & jet water channels)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Air/water tube clogged.